Event description:
During the evaluation of a returned spectrum infusion pump, 120 occurrences of "downstream occlusion" alarms were identified in the event history log. Any patient involvement, injury, or medical intervention is unknown since these items were found during evaluation of device.

Manufacturer narrative:
Manufacturer ref no.: (B)(4): the device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The "downstream occlusion" alarms were confirmed through an event history log review. The cause is undetermined. If any additional information is received a follow up will be sent. The force sensor flex assembly, force sensor pusher, force sensor gasket, and downstream tubing guide were replaced.